Event description:
In 2007, the patient reported that her blood glucose had been erratic. She stated that her blood glucose measured 50 mg/dl before dinner and she was shaking. She stated that she ate two cookies, had dinner, and bolused. She stated that she "kind of over did it on the carbs" and her blood glucose elevated to 400-500 mg/dl. She stated that she would monitor her blood glucose closely and bolus accordingly via insulin injection. The patient's normal blood glucose range is 100-150 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned on a separate record.